Manufacturer narrative:
The reported event of helix damage was confirmed. Final analysis found that as received, a complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found the helix tip was bent consistent with procedural damage. The cause of the reported event was isolated to the helix being bent.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular lead helix was damaged. The lead was not used and replaced. The patient was in stable condition.